Event description:
The customer reported less than five (5) milliliters of fluid leaked near the bellows involving coulter hmx hematology analyzer with autoloader. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection during the incident. The customer has a biohazard spill cleanup procedure at the facility. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the actuator at line pv22 sticking causing the cleaner to overflow from the needle. The fse removed, cleaned, lubricated, and re-installed the actuator. The unit conformed to the manufacturer's published performance specifications. (B)(4).